Manufacturer narrative:
The nurse reported that the co2 monitor was delivering inaccurate readings, and that it was being caused by the high flow rate of the nasal cannula. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the co2 monitor was delivering inaccurate readings, and that it was being caused by the high flow rate of the nasal cannula.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the co2 monitor olg-2800a sn:(B)(4) was having accuracy issues. Service requested: troubleshooting/assistance. Service performed: the customer was found to be using the wrong type of nasal cannula/flow rate combination, which caused the inaccurate readings. Investigation result: the root cause was determined to be user error/education. Customer did not have the proper set up. The device was operating within specifications. The device was in use with a patient and there was no reported harm.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the co2 monitor olg-2800a sn:(B)(6) was having accuracy issues. Service requested: troubleshooting/assistance. Service performed: the customer was found to be using the wrong type of nasal cannula/flow rate combination, which caused the inaccurate readings. Investigation result: the root cause was determined to be user error/education. Customer did not have the proper set up. The device was operating within specifications. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time. Corrected information: g4. Date received by manufacturer: should be 06/06/2018 not 07/09/2018 as listed on MDR initial report

Event description:
The nurse reported that the co2 monitor was delivering inaccurate readings, and that it was being caused by the high flow rate of the nasal cannula.